Manufacturer narrative:
Investigation summary: bd received one video for investigation. The visual evaluation of the video showed the customer¿s failure modes. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: stopper function issues (cocked stopper, stopper pop off, stopper creepout). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while performing a validation run on the wasp instrument that bd vacutainer® boric acid sodium borate/formate c&s urine tubes had a misalignment of the closure making it difficult for the instrument to decap and cap. A cap popped off causing specimen to spill in the analyzer. The customer also noticed some loose closures before sample analysis on the instrument. These reported defects occurred an unspecified number of times. There was no health impact or consequence reported.

Event description:
It was reported while performing a validation run on the wasp instrument that bd vacutainer® boric acid sodium borate/formate c&s urine tubes had a misalignment of the closure making it difficult for the instrument to decap and cap. A cap popped off causing specimen to spill in the analyzer. The customer also noticed some loose closures before sample analysis on the instrument. These reported defects occurred an unspecified number of times. There was no health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.